Manufacturer narrative:
(B)(4). Date sent: 6/27/2016. Batch # n90f87. The analysis results found that the el5ml device was received with one jaw and cam ramp disengaged; upon visual inspection, a clip was noted to be jammed inside the shaft. The clip was removed in order to perform functional testing. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, noted that the clips did not fully advance into the jaw causing 3 malformed clips. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, a properly formed clip was found jammed inside the shaft leading to the found feeding issues. 5 clips were found inside the clip track. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open esophagectomy, the firing force became higher than expected on the way of the 3rd or 4th firing on the blood vessel and the device could not be fired. Then, the device was removed from the patient and fired without clamping tissue out of the patient. The device functioned as intended. After that, the device was inserted into the patient again and fired, but the same incident occurred as well. Another device was used to complete the case. There were no adverse consequences to the patient.